Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Site reported the ventricular assist device (vad) controller was constantly changing between power sources as observed by the vad coordinator during a routine clinic visit. There was no reported patient injury related to this event. The batteries were exchanged by the facility and returned to the manufacturer. The controller ((B)(4)) passed all visual and functional testing. However, review of controller log files revealed two critical battery alarms therefore confirming the reported event. One of the four returned batteries passed visual and functional testing. The rest of the batteries revealed internal wire damage. The root cause of reported event can be attributed to a combination of communication malfunctions between the controller and the batteries, faulty internal cells within the battery pack and battery wire damage. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of five reports (3007042319-2013-0079, 2013-00080, 2013-00081, 2015-03380 and 3007042319-2015-03381) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient, while at home, experienced a high priority alarm during a battery exchange being performed by the patient's daughter. It was observed that the battery connected to port 1 (approximately 30% charged) switched to battery port 2 without producing an audible alarm. Once the battery at port 2 was depleted the patient's daughter attempted to exchange the battery which resulted in a critical alarm. The daughter went ahead and connected a controller ac adapter to port 1 and connected a battery (70% charge) on port 2. Following this, the patient's daughter attempted to exchange the ac adapter to a fully charged battery on port 1 prompting a high priority alarm. The patient was admitted to the hospital and a review of the alarm list was performed. The vad coordinator was able to reproduce the reported event. The controller and batteries were returned to the manufacturer for evaluation. There was no reported patient injury related to this event.